Event description:
It was reported that at follow-up, an alert was received for possible output circuit damage. Several aborted therapies were found. System revision date could not be determined at this time due to the patient's poor condition. Therapies were programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.